Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection revealed the power supply cable was frayed. The backplate of the device was removed, and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause was determined to be damaged cables.

Event description:
This report is to advise of an event observed during analysis revealing frayed wires of the power supply cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.